Event description:
The customer reported a pre-charge voltage error. No pt injuries were reported.

Manufacturer narrative:
The ge service rep replaced batteries and filament driver pcb. System is now operating as intended.